Manufacturer narrative:
No complaint was received with the return of the device. Final analysis found that the insulation was abraded at 11.0cm to 11.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.